Event description:
It was reported that the pt had made progress with their device, slow but positive. In mid march 2005 pt visited the clinic complaining of not hearing well with the device. Their family member reported a sudden drop in performance approximately two weeks before. The audiologist reports that the pt previously scored 80-90% on those measures, whereas now 60% sentences in quiet and 23% hint at +5db snr. The pt reports that the device 'cuts in and out' and after rebooting their processor several times pt is able to hear again. Testing revealed normal functioning of the implant. Advanced telemetry in continuous stimulation mode was performed over the course of several minutes. No intermittencies were noted. There was continued follow-up by the clinic. A return visit by med-el was conducted to perform additional testing in april 2005. Testing in continuous stumulation mode was performed over the course of several minutes. No intermittencies were noted. The complaint was closed april 2005. The complaint was re-opened upon receipt of explanted device in co.